Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a primary epinephrine infusion had been running overnight, and was turned off around 4am. The patient had unspecified blood pressure changes and a chest x-ray showed a tension pneumothorax. The epinephrine was started and titrated up during the procedure. The patient¿s pressures seemed to be responding; once the chest tube was inserted the blood pressure was immediately better, and the nurse put the pump on standby. There were no occlusion alarms while the infusion had been running for approximately 45 minutes. About one hour later the blood pressure issues resumed and the drip was restarted with no response; it was then noted that the line had been clamped for an unknown length of time with no occlusion alarms. When the line was unclamped the patient¿s blood pressure immediately began to rise from an apparent unintended bolus. The nurse disconnected the line from the patient and drew back blood, but was unable to stop the climbing blood pressure which went from 70 systolic to 250 and then resolved to baseline within 2-3 minutes. There was no lasting harm. The previous nurse reported never having clamped or unclamped the line, so suspected that it must have been clamped the whole day. It was reported that the titration rates could vary from 0.05mcg/kg/min (0.8ml/hr) to 0.1 mcg/kg/min (1.6ml/hr), however the intended rates programmed during the reported time frame were not known.